Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Event description:
The customer received questionable hdl-c plus 3rd generation (hdl) results for one patient sample. The initial hdl result was 97 mg/dl. The result was reported outside the laboratory and was questioned by the doctor. The sample was repeated (B)(6) 2011 on another analytical p module, serial number (B)(4) and recovered 43 mg/dl. The initial result was corrected. The patient was not adversely affected by the event. The hdl-c reagent lot numbers involved were 62951801 and 62708401. The field service representative did not find a cause. He checked, and found no issue with, the general operation of the system including mechanics and fluidics. The customer ran quality control which was in range. A precision study was performed and all results were within acceptable guidelines.